Event description:
It was reported that the 6.0x150mm armada 18 balloon dilatation catheter (bdc) was being prepped with contrast. However, the catheter would not draw negative. The balloon was inflated and noted to have a small hole, contrast was seen coming out from the hole. Therefore, the device was not used in the patient and the procedure was completed with another armada. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that could contribute to a balloon tear and/or hole in the balloon include, but are not limited to, balloon damage during processing of the balloon material, handling damage, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.